Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the reported problem. The system operates as intended.

Event description:
The customer reported that there was no image on the 7700 system. No patient injury was reported.